Manufacturer narrative:
A pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer report number: 3005334138-2018-00396, 2030404-2018-00076, 3005334138-2018-00401, 3005334138-2018-00402, 3008452825-2018-00364. During an atrial fibrillation procedure, a pericardial effusion occurred. At the end of the procedure an echocardiogram was performed and revealed a pericardial effusion. The patient remained stable and a pericardiocentesis was performed. There were no performance issues with any abbott device.